Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Visual inspections were performed on the returned device. The stent dislodgement was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the stent on the 3.00 x 18 mm xience prox stent delivery system (sds) was dislodged from the balloon and that the operator's glove was punctured. There was no reported patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.